Manufacturer narrative:
Calibration was last performed on 29-dec-2022. The qc data provided was within the acceptable range. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found salt and liquid in the ise heat block under the reference block. The ise heat block was cleaned and a 20-cup precision check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 153 mmol/l. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 137 mmol/l. The sample was repeated a second time on another analyzer and the result was 137 mmol/l. The repeat results were deemed correct. The na electrode lot number is c4407. The expiration date was requested but not provided.